Event description:
Pt reported, he changed to a new insulin cartridge on (B)(6) 2010. Pt stated after a while, the infusion device injected/delivered the entire insulin amount from the infusion device into the pt's body at once. Amount of insulin in the insulin cartridge was not provided. Pt reported, he started to feel dizzy and was taken to the intensive care unit (ICU) at the local hospital where his blood glucose was measured at 1.2 mmol/l (21.6 mg/dl). Pt stated, he received sweet soda to drink and remained in the ICU until (B)(6) 2010. Pt reported, a loss of consciousness. Pt is currently still in the hospital. No further info is available. Requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.